Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6014106 was provided. Complaint was classified under malfunction code: adhesive patch does not adhere to the skin after direct application. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers mio advance products and the time period reviewed. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: database (B)(4) opened to review complaints data between apr-october 2025 and april-october 2026 to see if increase in complaints is seasonal. Database (B)(4) opened to roll out of updated instructions for use (IFU) to relevant markets. Database (B)(4) opened to assess potential adhesive formulation update. Database (B)(4) opened to trend observed: increase in complaints related to adhesive. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: burcei. Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced tape not sticking event on 04-mar-2026. Patient stated tapes were bad. No further information available.